Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from middle port. The leaks were discovered during filling. There was no patient involvement. No additional information is available

Manufacturer narrative:
Device manufactured between: august 20, 2018 to august 21, 2018. Five (5) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap from the spike port of all the samples. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.